Event description:
It was reported that a perforation, pericardial effusion, cardiac arrest and death occurred. A left atrial appendage (laa) closure procedure was being performed. The procedure was performed under conscious sedation and intracardiac echo (ice) was used. A double curve watchman access system (was) was positioned and a 24mm watchman laa closure device & delivery system (wds) were used. After the first 24mm device was placed, it was noted that they were missing a lobe on the superior side of the limbus. A previous computed tomography (CT) scan was referenced and determined there was a lobe that needed to be covered. A second 24mm device was used. After the first deployment the device looked very good as it was at the circumflex and distal to the ostium. Via ice it was noted that the lobe may have not been covered so an angiogram was performed to help verify. After looking at the angiogram, it was confirmed the lobe was still not covered. A partial recapture was performed to bring the device slightly more proximal. An effusion sweep was performed. After repositioning the device another angiogram was performed which noted that there was still a leak. Another physician was consulted and stated the patient could come back in 30 days to have the leak closed. Since the patient was already undergoing a procedure they upsized the device to a 27mm to try and close the gap. The patient was fine up until this point. A 27mm device was prepped and the physician was asked to bring back the sheath a few millimeters so that they did not cause any harm in the laa; however, he liked where his sheath was placed and did not want to lose ground. Just as the device was being inserted into the sheath the patient crashed. Cardiopulmonary resuscitation was started and continued for over an hour. A pericardiocentesis was performed and blood was withdrawn. CT surgery was called but the patient died. The documented cause of death was perforation of the laa.